Event description:
Procedure performed: unk. Event description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Subject of complaint: "cannula fragmentation" report from the sales rep: "when used as a camera port between ribs, cracks occurred at the tip." Initial investigation report by [distributor]: "the two (2) event units were returned to [distributor] and visually inspected. The tip of the two cannulas was cracked (pic.1~2). The units will be returned to amr for further evaluation. Admin# (B)(4). Per the component list, 1 cannula and 1 obturator are expected to return. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed the complainant's experience of a fractured cannula tip. Fractures were also observed along the cannula shaft. Based on the condition of the returned unit and the description of the event, it is likely that the placement of the event unit between the ribs exerted excessive force on the cannula during insertion and/or during the procedure, which caused the fractures to the cannula tip and shaft. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unk. Event description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Subject of complaint: "cannula fragmentation." Report from the sales rep: "when used as a camera port between ribs, cracks occurred at the tip." Initial investigation report by [distributor]: "the two event units were returned to [distributor] and visually inspected. The tip of the two cannulas was cracked (pic.1~2). The units will be returned to amr for further evaluation. Admin# (B)(4)." Per the component list, 1 cannula and 1 obturator are expected to return. Patient status: no patient injury.